Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon reported that the maryland bipolar forceps were not following commands due to a loose wire. It did not need to be replaced; this was done at the end of the surgery. Note: forceps with 1 life remaining. The procedure was completed with no reported injury.